Event description:
A crack in the luer lock on the arterial needle began to leak approx 1 hour, before end of treatment. Pt was recirculated and recannulated. However, 300 cc blood was lost due to clotting in the blood lines 300 cc n/s was infused to replace blood volume. B green had been dialyzing 2 hours, air began to enter the blood lines causing an alarm. The reason could not be readily seen, the pt was recirculated. (Taken off the machine). She was recannulated with another needle when it was noticed that there was a small crack in the luer lock port of the arterial needle. When attempted to resume treatment. Her blood in the lines had clotted - causing a loss of approx 300 cc. Normal saline was given to replace lost blood volume. Treatment was resumed with new blood lines and a new dialyzer. Md notified with orders for hgb on next treatment. Mrs green tolerated fluid replacement well. On (B)(6) 2012, hgb had improved - 9.8. All needle with this lot number have been removed and replaced.